Manufacturer narrative:
Health effect - impact code field h6- recognized procedural complication code was mistakenly added under the previous report. It has been correctly removed. Surgical intervention is the only code required. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast surgery with 700cc mentor memorygel breast implant on both sides and experienced left side capsular contracture; baker grade iii/IV. On december 10, 2021, mentor became aware that the patient was replaced on the left side on (B)(6) 2021 with lot number 9555200, and serial number (B)(4). Mentor also became aware that patient also experienced right side capsular contracture; baker grade iii/IV, and bottoming of the device. On (B)(6) 2021, the doctor performed a "closed capsulectomy" which cause extreme pain to the right side. On (B)(6) 2021, a capsulectomy was performed which resulted in "bottoming out" of the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.